Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) grade 4. A xtw triclip was chosen for implantation. Imaging was difficult so intracardiac echocardiograph (ice) was used along with transesophageal echocardiogram (tee). The clip was advanced under the valve. After some movements, it was determined that the clip was entangled in the septal leaflet chordae. Troubleshooting was performed. It was noted one of the grippers was in the lowered position and could not raise. The clip could not be freed so it was decided to deploy in place. The lateral leaflet was inserted and the septal leaflet/chordae on the other arm. After deployment the clip was stable and tr was reduced. A second triclip was then placed to further reduce tr. A third triclip was also attempted but was aborted due to poor imaging and a widened coaptation gap making grasping difficult. The procedure ended with tr reduced to grade 3.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported entrapment of device (clip caught on chordae) appears to be related to procedural conditions. The reported single gripper actuation issue was a cascading event of the reported clip caught in chordae. The reported image resolution poor was due to patient anatomy. The reported unexpected medical intervention was a result of case specific circumstance. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) grade 4. A xtw triclip was chosen for implantation. Imaging was difficult so intracardiac echocardiograph (ice) was used along with transesophageal echocardiogram (tee). The clip was advanced under the valve. After some movements, it was determined that the clip was entangled in the septal leaflet chordae. Troubleshooting was performed. It was noted one of the grippers was in the lowered position and could not raise. The clip could not be freed so it was decided to deploy in place. The lateral leaflet was inserted and the septal leaflet/chordae on the other arm. After deployment the clip was stable and tr was reduced. A second triclip was then placed to further reduce tr. A third triclip was also attempted but was aborted due to poor imaging and a widened coaptation gap making grasping difficult. The procedure ended with tr reduced to grade 3.